Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable clamp tubing. Patient pressed stop/start to silence, but a double beep persisted. Settings reviewed (reservoir volume was 19 ml, continuous rate was 5.4 ml, total given was 213.05) and pump powered off. Tubing clamped and cassette removed. Air bubbles noted to be present in the cassette tubing. Tubing massaged and cassette tapped gently on a hard surface then reattached. Tubing unclamped and pump powered back on and restarted, but no disposable alarm persisted. Above process repeated, but still no disposable alarm persisted. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.